Event description:
It was reported the device has possible water damage. The device was returned for repair and calibration. It was analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display, main printed circuit board (pcb), and battery flex were corroded. However it was also noted that the upper and lower cases were broken, the battery release was contaminated, one bail cover was broken, the ring cover screw was the wrong part, the lead flex cover was damaged, the battery contacts were compressed, the battery drawer was contaminated, the keyboard was scratched, the display was out of electrical specification with missing pixels and the heart lead flex was contaminated. (B)(4).